Event description:
It was reported that the extension was replaced on june 9th due to a short circuit on electrodes . Caller didn't know the cause or when it occurred. Technical services reviewed warranty.

Manufacturer narrative:
Concomitant medical products: product ID: (B)(4), lot# , serial# (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type extension information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(4), ubd: (B)(6)2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.